Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading at time of call was 177mg/dl. The caller stated that the device was not exposed to a high magnetic field. Assisted to run the displacement test and the test failed. Advised to discontinue use of the insulin pump and revert to back up plan. No further information was provided.